Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03659. It was reported the patient was unable to set their ipg to MRI mode due to one of their leads having high impedances on all contact. The patient was not able to achieve effective stimulation. Surgical intervention may take place at a later date to address the issue. It is unknown which lead has the high impedances; therefore both leads are being reported.

Event description:
Additional information indicates the patient had their leads explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.